Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a "cartridge change error" message during the load process with multiple cartridges. Customer had elevated blood glucose levels (267 mg/dl), and stated that ketone level was at 0.9. Customer delivered manual injections to stabilize blood glucose levels and stated that they have back up manual injections for continued insulin therapy.